Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced an adhesive event with an infusion set whose plater does not hold on after being used for three days. Patient confirmed to use alcopads for disinfection. The abdomen was used as the insertion site, which was changed regularly. Patient also confirmed that novorapid was used for insulin. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005163 have already been previously tested in the (B)(4) on 09/aug/2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6005163 was manufactured according to the work instruction (wi) version 66 manufactured in the line 6, on 22/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. DHR (B)(4) report. Trending: a query was run in database on 03/mar/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6005163 and one complaint has been registered in database for the same lot 6005163 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only two complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.